Event description:
The patient experienced weakness and it was indicated as related drug action; increased dose related to device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the pump site/pump pocket and a loss of therapeutic relief/persistent spasticity. The spasticity was not controlled with intrathecal therapy. The entire system was explanted on (B)(6) 2012. The patient recovered without sequelae. The pump was infusing baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).